Manufacturer narrative:
Device not return.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was failure to charge. The device was not in patient use.  The device's power supply board was replaced to address the issue.